Event description:
It was reported that the patient experienced recurring urinary incontinence due to erosion at the artificial urinary incontinence cuff site. The patient underwent surgery to remove the cuff, the pump and balloon were plugged and remained implanted. There were no further patient complications.